Event description:
It was reported that during regular follow-up in april, the device tripped elective replacement indicator (eri) but the battery voltage measured 2.95v. Data from the device indicated battery voltage was at 2.85v. The device remains in use, but a replacement was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2013 prior to explant. Ram ware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).